Event description:
Customer stated she had it over her feet, it got really hot. They shut it off and there was a burn mark on her feet.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.